Event description:
The biomedical engineering dept was immediately called to the floor as a nurse indicated that a pt had received an over infusion of heparin (100 units/ml) sodium in 5% dextrose. Ti was confirmed that, as instructed, the pump had not been tampered with following the incident as this was the third incident of it's kind in a two month time period and strict instructions had been given. Upon arrival to the incident the following info was read from the pump's display: pri rate set = 12ml/hr, vtbi=236ml (staff set initial vtbi=250, then flushed "enough to fill the tubing"), total volume infused=14ml, sec rate=0ml/hr, sec vtbi=0ml. The start time of the treatment was 2:38pm and the end time was 3:50pm (treatment only stopped when a staff member noticed that the bag was empty. The pump/IV tubing was examined externally for any physical signs of damage/misuse and nothing was found. The device was in excellent condition as it was purchased 5 months previous. When the pump door was opened it was noticed that the IV tubing was not completely taut across the pumping channel and there was a dent in the tubing near the upper third of the pumping channel. The info displayed on the pump as indicated above would lead one to believe that only 14ml of the solution was infused when in fact the entire 250ml bag was infused. Therefore instead of the 12ml/hr infusion rate that the pump was programmed for, it infused at a rate of (226ml / 1.2hr) 188.3ml/hr without alarming. This particular pump was tested a number of times with the tubing loaded taut across the pumping channel and it tested within the manufacturers specification. However, it was found that if the tubing is not pulled taut over the pumping channel (as it was found after the incident) there is a very good chance that the tubing would become partially occluded/caught on one of the channel guide ridges or the corner of the pumping channel causing the pump to drastically over- or under-infuse, as per it's settings without alarming. For example the pump was programmed to infuse at a rate of 100ml/hr with a vtbi of 10ml and the tubing was loaded without fully stretching it over the pumping channel. Several attempts resulted in drastic under infusion with an average infusion volume of 2.0ml over all tests. On two attempts loading the tubing in the same manner induced free flow. Free flow occurred when the pump door was closed with the slide clamp assembly in position and the pump was programmed to run at a pri rate of 12ml/hr at a vtbi of 100ml. The cases mentioned above occurred without the pump's alarm sounding as no mis-loading was detected by the force sensing resistors (fsr). Both right and left fsrs were found to be within the manufacturer's recommended specifications. This indicated that tubing was loaded between the fsrs but became partially occluded on the channel guide ridges and/or on the top corner of the pumping channel. Further tests were conducted on a number of other pumps of the same model and the same findings were reproduced in the same manner therefore confirming that the issue is with the pump design and not specific to the pump involved in this incident. Further tests with hosp's clinical engineering staff led to the conclusion that due to the curved/hook shaped tubing channel it is natural for the user loading the tubing to twist their hand at the wrist, therefore causing a twist in the tubing. Once the 'twisted' tubing is loaded and the user starts to close the pump door the elasticity of the tubing causes it to 'untwist' thus causing an 's' type curve across the pumping channel. This 's' curve is very susceptible to partial occlusions at the top corners of the pumping channel where the fsrs do not monitor. Baxter was contacted as this was the third incident of it's kind to occur in a 2 month time period using the flo-gard 6201 pumps. Earlier incidents did not produce sufficient evidence as to an underlying principle for the over infusion. In this case the partially occluded tubing was observed first hand and therefore posed a basis for the aforementioned studies. When the baxter rep visited the hosp they conducted a demonstration of the pump over infusing due to a partial occlusion of the channel guide. Their response was that "they hadn't seen an occurrence of this type for 10 years" (they have been using the same design for some time now). They mentioned that it is paramount that the infusion set be loaded properly and suggested that the clinical staff be reeducated. A labeling system was released by baxter in december 2002. Three labels were released.